Manufacturer narrative:
This is an addendum to the initial MDR to document that the patient has provided davol with a lot number. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The previously reported event information is accurate and conclusions remain the same. Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the patient's post implant complications. The medical records indicate that the patient was treated for adhesions, infection and recurrence all of which are listed as possible complications in the adverse reaction section of the IFU. Regarding infection the warning section states, if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis. The warning section also notes, to ensure a strong repair, the prosthesis should be secured with tacks or sutures through the polypropylene mesh straps and / or positioning pocket. Suturing or tacking on the sealed edge of mesh alone is not recommended. If additional information is obtained, a supplemental MDR will be submitted.

Event description:
The following is based on medical records provided by the patient: on (B)(6) 2009 - the patient underwent the repair of a small periumbilical incisional hernia with the placement of a bard ventralex hernia patch. Chronic scarring and adhesions from a previous surgery were noted. On (B)(6) 2011 - due to a recurrent incisional hernia and chronic umbilical drainage the patient underwent an exploratory laparotomy, removal of the ventralex hernia patch, small bowel resection, primary repair of the recurrent hernia and wound vac placement. The operative report notes "there was a very densely adherent loop of small intestine directly in the middle of what turned out to be a shrunken wad of what appeared to be ventralex mesh." Also noted was that the patient's "chronic drainage was believed to be from the stitch abscess or chronic mesh infection." Approximately 6cm of small bowel, around the area where the mesh was adhered, was resected.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the patient's post implant complications. The medical records indicate that the patient was treated for adhesions, infection and recurrence all of which are listed as possible complications in the adverse reaction section of the IFU. Regarding infection the warning section states, if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis. The warning section also notes, to ensure a strong repair, the prosthesis should be secured with tacks or sutures through the polypropylene mesh straps and / or positioning pocket. Suturing or tacking on the sealed edge of mesh alone is not recommended. The medical records provided did not include a lot number, therefore a review of the manufacturing records is not possible at this time. If additional information is obtained, a supplemental MDR will be submitted. Not returned.

Event description:
The following is based on medical records provided by the patient: on (B)(6) 2009 - the patient underwent the repair of a small periumbilical incisional hernia with the placement of a bard ventralex hernia patch. Chronic scarring and adhesions from a previous surgery were noted. On (B)(6) 2011 - due to a recurrent incisional hernia and chronic umbilical drainage the patient underwent an exploratory laparotomy, removal of the ventralex hernia patch, small bowel resection, primary repair of the recurrent hernia and wound vac placement. The operative report notes "there was a very densely adherent loop of small intestine directly in the middle of what turned out to be a shrunken wad of what appeared to be ventralex mesh." Also noted was that the patient's "chronic drainage was believed to be from the stitch abscess or chronic mesh infection." Approximately 6cm of small bowel, around the area where the mesh was adhered, was resected.

Manufacturer narrative:
This follow-up MDR is being submitted as a result of a retrospective review of davol's MDR files. Corrected to include both required intervention to prevent permanent impairment/damage and disability or permanent damage. Corrected to include the manufacturing site registration number no provided on follow up #1.